Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation after the left ventricular lead was reprogrammed due to highthresholds. The lead was reprogrammed again which resolved the stimulation and the lead remains in use. It was also noted that this patient was enrolled in (B)(6) registry. No further patient complications have been reported as a result of this event.